Event description:
A malfunction was reported on the pump, which resulted in the customer's blood glucose level exceeding the usual threshold, with a recorded level of 456 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided guidance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.